Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer stated while using the avea ventilator, the delivered oxygen concentration percentages are out of specification. The customer stated there was no patient harm associated with this event.